Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine device interrogation, a gradual increase in the right ventricular (rv) shock impedance measurement was observed. The impedance measurement during the interrogation was 132 ohms and was noted to have started to increase after the change out procedure seven months earlier. No noise was seen during the interrogation or in the arrhythmia logbook. It was noted that the patient is undergoing chemo treatments and carries an oxygen tank. The interaction between the chemo along with the oxygen tank are being considered as possible causes for the gradual increase. The implantable cardioverter defibrillator (ICD) and rv lead remain in service and no adverse effects were reported.